Event description:
It was reported that the subject was enrolled in the triathlon ts study. Crfs received from the site indicated that stryker components were being revised with the triathlon ts system.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.